Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed at the third firing. After that, the same event continued. Another device was used to complete the case. There were no adverse consequences to the patient.